Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection was conducted on the returned nails and it was confirmed that nails were fractured at the distal end at a screw hole. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: 47248700100 antegrade femoral nail cap 0 mm height, lot 63451381, 47248407560 6.0 mm diameter cancellous screw , lot 62274722, 47248404050 5.0 mm diameter cortical screw - red fixed angle 3.5 mm hex head, lot 62294102, trauma screw, unknown part/lot, quantity: 3. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(6). Concomitant medical product - antegrade femoral nail cap 0 mm height, cat#: 47248700100 lot#: 63451381. Locking bolt 6.0 mm, cat#: ni lot#: ni. Locking bolt 5.0 mm, cat#: ni lot#: ni. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was implanted with a femoral fracture nail, and approximately 36 days post-implantation the nail fractured and was explanted 5 days later. Attempts have been made and additional information on the reported event is unavailable at this time.